Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer; it was clarified the patient death was not related to the device or device behavior. The hospital simply needed data to investigate the death of the patient; however, the patient wasn't admitted to the central, so the data was not available. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported following the patient's death, the ECG trace was blank in the patient data. The patient was on telemetry at the time of death. It was later indicated the patient was not admitted at the time of the event and all data was not available. It was also indicated the clinical audit logs did not have much information. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.